Event description:
Possible broken sensor wire (distal and retained). Patient used tweezers to remove the distal portion of the wire from his skin. Patient removed and discarded both segments of the sensor wire.

Manufacturer narrative:
Dexcom and FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.